Manufacturer narrative:
During visual inspection, damaged blue case, short black cover, long black cover, battery bay and power distribution board connector were observed. The platform failed the initial functional testing due to error message user advisory (ua) 17 (max motor on time exceeded during active operation) displayed during testing and the load cell module was found damaged. Upon customer approval the physical damage components observed during visual inspection will be replaced and the device will be further tested to full specification. The autopulse platform is a reusable device. The autopulse platform was manufactured in 2007 and is 11 years old, well beyond the expected service life of five years; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse sn (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn: (B)(4)) was displaying an error message user advisory (ua) 17 (max motor on time exceeded during active operation).